Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of the pump shut off unintentionally is not confirmed. The returned power supply and battery passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) turned off during patient transfer. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) turned off during patient transfer. There was no report of patient complications, serious injury or death.